Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that their stimulator shocked them on saturday. Pt said they turned the stimulator down, and it took them a little while, but the feeling got stronger and stronger. Pt said that the stimulator was zapping them really bad, and they have a tens unit, so they know what it feels like. Pt said they were up during the night because of the zapping. Pt said they turned the stimulator off, but they are still having spasms. Pt said they called and talked to their doctor, and they are supposed to meet a medtronic rep,  in office on thursday at 9:00 pm, in (B)(6). Pt said they had an MRI scheduled at the same time, and confirmed it was for another reason, but they cancelled that because this issue was worse. Pss offered to provide pt with number to nas, but pt said they have already paged the rep once. Patient services (pss) sent email to field, but did not promise a time-frame for a call back. Pt mentioned they had another rep (no name given) and they tried to reach them by phone but they are no longer with the company and did not speak with them. Redirected caller: patient's hcp.